Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted ¿two small bowel antimesenteric border sites were identified with expensive inflammatory and adhesive changes. The omentum was also adherent to the mesh and a failed repair was noted. There were two separate densely adherent small bowel sections to the mesh, which were inseparable. The omentum was also adherent to this.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, drainage, inflammation, and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/04/2024. Additional b5 narrative: it was reported that following the procedure, patient experienced infection, abscess, hernia recurrence, bowel obstruction, bowel perforation and chronic fistula. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.